Event description:
On september 3, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2024, the user reported cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis, the sensor performance deviated from normal behavior and an RMA was authorized for further investigation. The return material testing analysis revealed a loss of chemical performance. A review of the in vivo data from dms showed diminished sensor performance as the signal steadily declined and the msp gradually decreased from around 16 august 2024 onwards. This is indicative of the human immune response negatively affecting sensor performance due to oxidation of the glucose indicator in the hydrogel. This hydrogel oxidation reduces glucose response and can potentially result in sensor reading inaccuracies. The RMA was authorized to offer the user a sensor replacement. B4. Date of this report 27 november 2024. G3. Date received by the manufacturer? 27 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.